Event description:
It was reported that the base of the syringe cracked the first time the surgeon pulled the trigger of the cement gun after mixing. Another acm was used, however, the surgeon could not remove the simplex cement that had been partially injected into the intramedullary. As a result the surgeon changed the size of the stem, "because the distal part of the stem and completed the surgery."

Manufacturer narrative:
Device has been received for evaluation, but the investigation has not yet been completed. A follow-up MDR will be filed when the investigation is complete.